Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a decrease in pacing lead impedance (pli) measurement from 500 ohms to 250 ohms upon testing. It was also noted that a lead safety switch (lss) was triggered upon interrogation. The health care professional (hcp) wanted to change back the device configuration to bipolar pacing and sensing but was not able to. Boston scientific technical services (ts) then advised resetting the lss and then changing to bipolar configuration from unipolar. The system will continue to be monitored and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.